Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodged. A 4.0x16mm promus element was prepped and attached to the inflation device. The device was advanced and the balloon was inflated to deploy the stent. Angio was taken however no stent was seen in the vessel. The patient was screened and the stent was not found inside or outside the patient. The procedure was completed with a different device. No patient injury or complication occurred. Patient status is listed as 'stable.' This product is only ous approved but it is similar to an approved us device.